Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to sense and failure to capture. The ra lead was capped and replaced on 6dec2022. The patient was in stable condition.